Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption # e2007003. Investigation summary: according to the information provided, the customer initially reported a bilateral rupture on breast implants. As per additional information received from doctor¿s office, it was confirmed not to be ruptured. Since the product was not returned, we are closing this investigation. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected ruptures. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 500 cc mentor memorygel breast implants and experienced postoperative bilateral rupture. The ruptures were confirmed via MRI. As a result, the patient underwent removal on (B)(6) 2019. However, the suspected devices were not returned for further investigations since the user facility office notified mentor on 4/26/2019 that both devices were indeed intact. This report is for the right prosthesis.